Event description:
During implant surgery, the electrode array was partially inserted. The surgeon planned a revision surgery to reinsert the array. The surgeon reportedly found the pt had a mastoid infection. The device was explanted.